Manufacturer narrative:
Device powered up properly with battery simulator, however device received with failed battery with new aa battery due to corroded battery tube. Device passed displacement test, active current measurement and self test, however unit failed sleep current measurement due to corroded battery tube. Unable to download pump to check for hardware low-level failures in formatted history files due to battery anomaly. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 8 mmol/l. The customer reported that the alarmed occurred during self test. Customer also stated that the failed battery alarm reoccurred. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.